Event description:
A woman presented with acute lmca stroke. Following two passes with the merci retriever l5 and intra-arterial injection of 4mg tpa in the lmca thrombus, attempted placement of the merci microcatheter 18l within the distal lmca to prepare for a third deployment of the merci l5 retriever device was complicated by a perforation of the lmca m2 branch where a boston scientific transend ex guidewire and mc 18l were used. The perforation was confirmed via contrast media injection through the mc. Coil embolization was required with a gdc ultrasoft. The patient expired the next day.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The current device instructions for use (IFU) lists vessel perforation as potential complication. Also, there is a warning in the IFU that provides recommendations to prevent vessel damage.